Event description:
It was reported that the device experienced an electrical reset. The reset was apparently cleared by virtue of the attempt to obtain performance data from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2011. (B)(4).